Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400mg/dl. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer did not have pump available for troubleshooting. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids of saline and manual injections. Reportedly, the customer was released on 09/14/2020 with the issue resolved and no permanent damage.